Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated that the patient should have completed rewarming but patient was still 34.9c. Confirmed patient temperature was 34.9c, target temperature was 37c, water temperature was 34.8c, flow rate was 2.8lpm. Biomed walked nurse through checking the event log, only alerts were 03 (water reservoir low) and alert 105 (cool patient end). Checked system diagnostics: outlet monitor temperature (t1) was 34.5c, outlet control temperature (t2) was 34.5c, inlet temperature (t3) was 33.1c, chiller temperature (t4) was 10.9, inlet pressure was -6.8psi, circulation pump command was 77, mixed pump command was 0, heater command was 100, water reservoir level was 5, system hour was 2889, pump hour was 2385. Biomed walked nurse through draining 500ml from right drain port. Resumed therapy, flow rate was 3.3lpm, water temperature quickly rose to 37.9c. Biomed discussed how overfilling could cause water to not get as warm as it should and also not filing the device unless the device alarms it was empty and the alarm could not be cleared. Biomed also discussed that at their protocol rewarm rate of 0.25c per hour the patient would not be at target temperature of 37 for a little over 8 hours. Nurse would call back if any other questions or issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse stated that the patient should have completed rewarming but patient was still 34.9c. Confirmed patient temperature was 34.9c, target temperature was 37c, water temperature was 34.8c, flow rate was 2.8lpm. Biomed walked nurse through checking the event log, only alerts were 03 (water reservoir low) and alert 105 (cool patient end). Checked system diagnostics: outlet monitor temperature (t1) was 34.5c, outlet control temperature (t2) was 34.5c, inlet temperature (t3) was 33.1c, chiller temperature (t4) was 10.9, inlet pressure was -6.8psi, circulation pump command was 77, mixed pump command was 0, heater command was 100, water reservoir level was 5, system hour was 2889, pump hour was 2385. Biomed walked nurse through draining 500ml from right drain port. Resumed therapy, flow rate was 3.3lpm, water temperature quickly rose to 37.9c. Biomed discussed how overfilling could cause water to not get as warm as it should and also not filing the device unless the device alarms it was empty and the alarm could not be cleared. Biomed also discussed that at their protocol rewarm rate of 0.25c per hour the patient would not be at target temperature of 37 for a little over 8 hours. Nurse would call back if any other questions or issues. As per additional received via follow-up on 17oct2022, nurse stated patient was able to complete therapy with no reported injuries. Mss was able to walk through, and device worked fine.